Event description:
The implant surgeon of the hospital reported to our sales rep that a patient came in with a knee instability. He was performing a surgery procedure during this he observed that a scorpio nrg inlay (n2vac) size 9, 8mm thick, implanted in (B)(6) 2010 was broken. There was a delay of 60 min. The first surgery was performed in an other hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.